Event description:
Disposable halo hand piece did not function. Hand piece was attached to unit per usual and did not fire. Unplugged hand piece, switched connection port, turned machine off and back on, plugged hand piece back in and it still would not work. A second hand piece was opened and functioned properly. (This is the third time this type of incident has happened with this instrument. )although this did not cause any patient injury, it did cause a slight delay in the procedure due to trouble shooting efforts and obtaining the replacement product.